Event description:
It was reported that patient underwent a custom right total elbow arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to loosening of the custom humeral poker chip. The custom device was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 5 states, "implants can loosen or migrate due to trauma or loss of fixation."